Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the device displayed an error code. Analysis also noted that the main printed circuit board (pcb) was contaminated, upper case was contaminated, keypad was contaminated, encoder assembly was contaminated, four knobs are contaminated, lower case was contaminated, display and display frame were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service and subsequently tested out-of-specification during manufacturer's analysis. No patient complications have been reported as a result of this event.